Event description:
A customer reported experiencing a cartridge alarm 30 while their pump was in use. Despite this issue, there was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. Customer continued to use the pump for insulin therapy.